Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was not able to pair their devices with the minimed mobile application. The troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone xs max (ios 14.7.1) with mmt-1885 780g pump (software ver. 6.7v.3) and with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios mobile application sdd, (B)(4), version d. After conducting a thorough investigation, we have found that the initially reported issue was a known ios 14 defect where a device can start to fail a device verification check which then results in a pairing failure. The esf number that corresponds to the reported issue is: 3749014 to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Uninstall the minimed mobile app 2. Remove the previously connected pump from ios bluetooth settings (forget device) 3. Update device to ios 15 or a newer version. 4. Install the minimed mobile app 5. Attempt pairing with the pump after updating their ios version to ios 16.6, the customer has reported that the issue remained unresolved. After the analysis of additional data, it was determined that the latest pairing attempt failed because of an issue known as a ""bonding keys loss"". This is an ios behavior where the pairing data of the previously connected pump is cached on the device which prevents the next pairing with the pump. The esf number that corresponds to the second reported issue is: 3346048. To assist with the resolution of the issue, we provided the helpline team with the following additional workaround: remove the minimed mobile app from the device. Remove the previously connected pump from the ios bluetooth settings restart the phone install the minimed mobile app attempt pairing with the pump wait for up to 10 minutes for the ""reconnecting to pump"" status message to disappear medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.